Event description:
Pt underwent treatment of hammertoe condition. Several months later pt was complaining of pain. On xray the cannulated screw showed to be intact although it was bent. The screw head was buried deep in the bone and bone had grown around the screw. On (B) (6) 2010 dr (B) (6) tried to remove the screw by turning it counterclockwise, however, the screw head broke off during removal. The screw was cut down and the remainder of the screw shaft with the threaded portion was left in the pt. Pt currently doing fine.

Manufacturer narrative:
Pt's second toe was longer than the great toe. During the reoperation for pain, the doctor decided to shorten the second toe (not due to screw). The head of the screw that was removed was discarded and will not be returned to the MFR.